Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2018-09246. During follow-up, automatic mode switch (ams) episodes were noted on the atrial and ventricular leads due to noise. The physician attempted to reproduce the noise, but was not successful. The patient will continue to be monitored and was in stable condition.

Event description:
During follow-up, inappropriate therapy was noted due to oversensing caused by lead noise. A lead revision was performed to cap and replace the lead. During the lead revision procedure, externalization was noted on the riata. The patient was in stable condition following the procedure.